Manufacturer narrative:
Implanted date: device was not implanted the actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that during use, it couldn´t be introduced into the anchor. It was reported that there was no harm to the patient. Additional information was received on 10/19/2017: the anchor could not be deployed. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.